Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the issue on the error log and was able to reproduce the error upon starting a test. Troubleshooting steps revealed a clog in the tube to the substrate. The fse cleared the clog and performed quality control (qc) with no further dl flag errors. Mac controls recovered within the manufacturer's published ranges. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 30jul2018 to aware date (B)(6) 2019. One other similar complaint was identified during the search period. The aia-900 operator's manual states the following: [dl] a fault occurred in the detector or the substrate feed line. Print and display (rate value) : outputs the measurement values. Print and display (concentration value) : becomes blank. Rs232c output (concentration value) : conforms to the setting that is applicable to the case where no concentration is set in the host. Rs232c output (flag) : a. The probable cause of the reported issue is attributed to a clog in the substrate tube.

Event description:
A customer reported receiving dl flags while operating on the aia-900 analyzer. The customer used new substrate, but the dl flags remained. A new lot of substrate was sent to the customer. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of progesterone ii (prog ii), luteinizing hormone ii (lh ii), and prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.